Event description:
`As the or personnel went to use the trocar, they found it to be leaking around the seal. The cd 1960 trocar was removed from the sterile field and replaced with a new cd 1960 trocar. The case continued with no further delay. There was no adverse outcome. Patient was not injured in any way and the case was not delayed.